Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the device consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd color display module will be replaced. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.